Event description:
During the leadless pacemaker (lp) system implant procedure, the lp was fixated, however the lp would not release from the delivery catheter. While attempting to maneuver, they were also unable to redock the lp. The lp was explanted and a new lp system was selected and successfully implanted. The patient was in stable condition.